Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device it could be confirmed that the deployment mechanism had been actively used until the breakage of a force transmitting component occurred with the stent being partially released 1 mm. Reportedly, the stent was not partially released inside the patient; therefore, the partial release may be a consequence of sample manipulation after the reported event. The grip was found to be fully functional. The condition of the returned device indicates the presence of high release force during the fracture of the force transmitting component. Increased friction in the catheter section is considered the reason for increased release force and subsequent fracture of the component. Also images of poor resolution were provided which did not contribute to the complaint investigation. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. Reportedly, no pre-dilation was performed which is considered another contributing factor to the reported event. The reported event also may be use-related as rough handling of the device especially during unpacking can lead to deformation and subsequent release force increase. On the basis of the information available and the returned device, a definite root cause for the reported event could not be identified. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." The IFU also states: "pre-dilation of the lesion should be performed using standard techniques."

Event description:
It was reported that the vascular stent could not be deployed in the sfa. The delivery system could be removed without issue and another device was used for treatment. There is no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details. Not returned.

Event description:
It was reported that the vascular stent could not be deployed. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. Due to the poor resolution of the images provided, the reported deployment failure could not be reproduced on the basis o the images. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. Reportedly, no pre-dilation was performed which is considered another contributing factor to the reported event. The reported event also may be use-related as rough handling of the device especially during unpacking can lead to deformation and subsequent release force increase. On the basis of the information available, a definite root cause for the reported event could not be identified. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." The IFU also states: "pre-dilation of the lesion should be performed using standard techniques."